Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump battery could not be charged and that an altitude alarm occurred. The customer's blood glucose was "150-250" mg/dl. Reportedly, the customer reverted to manual insulin therapy.